Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized and diagnosed with diabetic ketoacidosis after an unspecified duration of pod wear. According to the report, the patient¿s healthcare professional (hcp) suspected the issue was related to improper cannula insertion, leading to inappropriate insulin delivery. The patient¿s mother noted that the patient is slender and active and suspected the pod may have been bumped during physical activity; however, this was not confirmed. The patient has since discontinued omnipod use per their hcp¿s instructions. No additional details regarding the event were provided, and multiple good-faith efforts to contact the patient were unsuccessful. Information regarding the duration of pod wear, associated symptoms, length of admission, and treatment received during hospitalization was not reported. No further information is available.